Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-04013. It was reported an infection was present at the lead insertion site. As a result, the patient underwent surgical intervention during which leads were explanted at the end of the trial and the patient was prescribed oral antibiotics.